Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 22-jun-2023. [Additional information]: on 22-jun-2023, modified additional information was received. The information indicated that the subarachnoid hemorrhage was observed during the use of the device / thrombectomy procedure. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 20-jun-2023 and 21-jun-2023. [Additional information]: on 20-jun-2023: updated: ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event:¿ was updated to ¿"n/a (does not meet above criteria)" on 21-jun-2023: the outcome was updated from ¿recovering / resolving¿ to ¿recovered / resolved.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 74-year-old male patient with a history of hyperlipidaemia and hypertension. Presented with a witnessed stroke on (B)(6) 2023. The patient was present to the treating hospital on the same day. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was cardioembolic. The patient¿s baseline nihss score was 8 and mrs score of 0. The patient underwent a thrombectomy procedure via a direct aspiration. First pass technique (adapt) via femoral artery access, using a 132cm embovac 71 aspiration catheter (ic71132ca / 30927534). For an occlusion at the m1 segment of the right middle cerebral artery (mca) on (B)(6) 2023. The pre-pass modified treatment in cerebral infarction (mtici) score was 2a. Post-pass mtici score was 2b with clot retrieval. During the procedure, a guidewire (unspecified brand), a rebar¿ 18 microcatheter (medtronic), and an optimo¿ balloon guide catheter (tokai medical) were used as a set-up system in conjunction with the embovac catheter. The embovac catheter was used in only one pass. No further pass attempts were made with the embovac catheter. On the second pass, a 4mm x 20mm tron fx ii stent retriever (biomedical solutions, inc.) Was used with a phenom¿ 21 microcatheter (medtronic) and an optimo¿ balloon guide catheter for an occlusion at the right posterior communicating artery (pcomm). The pre-pass mtici score was 2b and remained unchanged post-pass with no clot retrieval. There were no reported intraoperative complications or study device deficiencies. 24-hour post-procedure nihss score was 8. It was reported, that the patient experienced a ¿hydrocephalus, due to subarachnoid¿ on (B)(6) 2023. There was no documentation of a subarachnoid hemorrhage (sah) in the case report form (crf). Per the principal investigator (pi), the ¿hydrocephalus, due to subarachnoid¿ was moderate in severity, not related to the embovac device. But probably related to the surgical procedure. The hydrocephalus was treated with the insertion of a spinal drain. Per the crf, the patient outcome is ¿recovering/resolving¿ with an end date (B)(6) 2023.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The patient date of birth was not provided. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30927534) presented no issues, during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Subarachnoid hemorrhage and hydrocephalus are known complication associated with the use of the embovac device, and are mentioned in the instructions for use (IFU) as such. There is no medical evidence to indicate, that the adverse events are related to the embovac device. However, due to the scarce information currently available at the complaint file, and because the patient was subject to an additional surgical intervention spinal drain insertion, this event will be conservatively reportable to the FDA under 21 cfr 803 with a classification of "serious injury". The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank. This information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.